Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip implant system. After reaming and prior to cup impaction, an array shift allegedly occurred. During impaction, the cup model on the screen looked off from the center of rotation. The pelvic checkpoint was verified with passing results. The surgeon completed cup impaction manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The alleged shift of the rio base array has not been confirmed at this time. There was a reported 30 minute delay attributed to the issues experienced during the case. Ultimately, the surgeon determined that a cup featuring multi-hole screw fixation was required, and converted to a zimmer implant system. Investigation is ongoing, and a supplemental report will be filed when results are obtained.